Event description:
Syntax clinical study # 0256-1030. It was reported that during the index procedure, a stent was not implanted due to stent dislodgement during withdrawal to the gliding catheter. The index procedure treated 3 target lesions. The obtuse marginal was treated with 1 study stent. The mid lad (involving a bifurcation) was treated with 3 study stents. The taxus express2 4.0x32.0 mm stent was prepped for use in the mid and prox rca, but during the removal of the device in the guiding catheter, the edge of the stent caught in it. The stent then dislodged from the balloon inside the patient. It was retrieved successfully with a goose neck catching catheter. The procedure was completed with another study stent, and the patient suffered no injury from the event. The physician felt that there was no device malfunction, but that the stent and guiding catheter were not well aligned. An attempt to have the device returned has been made, but as of yet, no device has been returned. The patient was discharged 4 days later with no events and on asa and an unspecified antiplatelet.

Manufacturer narrative:
As the device has not been returned yet, no investigation has been completed. Once the investigation is complete, a supplement will be sent.